Event description:
Additional information received stated that the patient underwent surgical intervention wherein the migrated supra-orbital lead was repositioned back to its original place. The right occipital lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2021-14522, 1627487-2021-14523 and 1627487-2021-14524. It was reported the patient's left supra orbital placement lead would be revised due to migration that was confirmed via x-ray. In addition, the patient's right occipital lead has impedance issues and would be replaced.